Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms and episodes of pacemaker mediated tachycardia (pmt). Pocket manipulation was performed and the high impedance measurements were reproducible, as was noise and oversensing on the rv channel. A surgical revision was performed, and this device remains in service with the new lead. No additional adverse patient effects were reported.